Manufacturer narrative:
An event regarding an alleged fracture involving a detachable flex shaft was reported. The event was confirmed. Method & results: device evaluation and results: the flexible shaft had separated near the point of juncture with the drive fitting. At the point of separation, individual shaft cables were twisted and frayed. Discussion with material analysis team stated that the macroscopic view of the driver shaft indicated the device was bent at a steep angle and fractured in overload. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the flexible shaft fractured near the point of juncture with the drive fitting. At the point of separation, individual shaft cables were twisted and frayed. Material analysis team indicated that the device was bent at a steep angle and fractured in overload.

Event description:
Product broke in surgery. Doctor was performing a right side total hip arthroplasty. No adverse consequence to the patient or user.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Product broke in surgery. Doctor was performing a right side total hip arthroplasty. No adverse consequence to the patient or user.